Manufacturer narrative:
Customer confirmed the device was discarded and will not be returning to manufacturer for analysis. This event is reported solely on the information provided by the customer. An investigation of historical complaints found other complaints where the quick-release buckle broke and resulted in patient release. However, most of the breakage were related to the prong, of the male portion of the buckle, where the possible cause was excessive force. A review of the instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. It is recommended that the restraint not be used on patient who is or becomes highly aggressive, combative, agitated or suicidal. The IFU also provided extra warning to always monitor patient per facility policy. Be aware that constant monitoring may be required for: aggressive or agitated patients; and patients deemed at risk of aspirating their vomit. This includes patients in the supine position, or who are not able to sit up. If the patient vomits, he or she could aspirate the vomit and suffocate. Be prepared to intervene at the first sign of danger. Such patients require frequent review and evaluation of their physical and psychological status. Without return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be reviewed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). Product had been discarded.

Event description:
Customer reported the buckles would slide and loosen or break completely. Customer reported one instance where the caregiver attached the restraint at the wrist, went to secure it to the bed and when she stood back up, the buckle at the wrist was broken. It is not known what sort of pressure was on the restraint at that time. Customer reported the breaking is on the cuff buckle or the strap that connect to the bed. The date the issue was discovered is unknown and no patient incident or injury was reported.